Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this system, presented for a routine follow-up at which time high pacing thresholds were noted on this right atrial lead. The physician elected to surgically intervene, so as to reposition the lead tip; however, fluoroscopy imaging was suggestive that the lead body was damaged and the product surgically abandoned. Additionally, at the procedure an open wound located at the device pocket site was confirmed. The remaining system was removed due to the possibility of infection. A replacement system was implanted without complication.